Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this lead was explanted due to a dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this lead was explanted due to a dislodgement. No adverse patient effects were reported. Additional information noted that the dislodgment occurred prior to the pocket being closed. The lead was not expected to be returned.